Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting a no delivery during set change. They were assisted with clearing the alarm. Troubleshooting was performed. The customer was reporting a past event. The event was resolved by changing the complete infusion and reservoir set. The customer had a high blood glucose level of 583 mg/dl. They were feeling sick and vomited during the call. The customer treated with a bolus from the insulin pump during the call. The device will not be returned for analysis.